Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: user error (including user technique and methods). User expectation of device's curve and it's ability to deflect. Distal tip damage caused by mishandling and/or improper storage. Catheter curve shape inaccurate or kinked. The instructions for use (IFU) state: ep catheters should be used only by or under the supervision of an appropriately trained physician using proper procedures and techniques. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Do not insert or withdraw the catheter without straightening the catheter tip. Use fluoroscopic guidance during catheter positioning. Storage and handling prior to use, store reprocessed ep catheters in a cool, dry, dark place. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that a duodeca catheter was used in a case and the doctor believed there was something wrong with the curve of the catheter and had issues manipulating it. The complainant is not aware of any patient injury, medical intervention, or extended procedure time. These are commonly used devices that are readily available.